Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, non-sustained oversensing (nso) was noted in the right ventricular (rv) chamber. Session records revealed the rv lead was undersensing intermittently and caused false detection of nso. The device was reprogrammed to resolve the event with no patient consequences. Related manufacturer report number: 2938836-2017-31311